Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose readings indicated as ¿high¿ on meter or sensor. Customer addressed high blood glucose with a correction bolus using pump, then changed infusion set and cartridge, resumed insulin delivery. Ultimately, the pump was replaced and the customer reverted to an alternate method of insulin therapy.